Event description:
It was reported that the field representative received an alert for this right ventricular (rv) lead. The shock lead impedance appeared to be gradually rising and had reached the out of range measurement, at about 128 ohms. Technical services suggested to consider performing a commanded shock, to test the lead. The field representative was going to talk with the following physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported indicating that the rv sli continues to intermittently reach greater than 125 ohms. It was also noted that the output has increased from about 0.4 volts, in july of 2018, to about 2.1 v. Troubleshooting was discussed with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information received reported that during a routine device change out procedure for normal battery depletion (nbd), commanded shocks were performed and the observed shock impedance measurement for this right ventricular (rv) defibrillation lead was 138 ohms. Technical services (ts) and the field representative reviewed other shock configurations, and it was noted that defibrillation threshold (dft) testing would be needed if programming to a new vector. The change out procedure was completed successfully and the shock impedance measurement was noted as 102 ohms. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported indicating that the rv sli continues to intermittently reach greater than 125 ohms. It was also noted that the output has increased from about 0.4 volts, in (B)(6) 2018, to about 2.1 v. Troubleshooting was discussed with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that the field representative received an alert for this right ventricular (rv) lead. The shock lead impedance appeared to be gradually rising and had reached the out of range measurement, at about 128 ohms. Technical services suggested to consider performing a commanded shock, to test the lead. The field representative was going to talk with the following physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.